Event description:
Device 3 of 3. Reference MFR. Report #: 1627487-2011-04274. Reference MFR report #: 1627487-2011-04275. The pt had two scs systems implanted. It was reported that one of scs systems had an infection at the lead insertion site. The pt had this scs system explanted on (B)(6) 2011. Cultures were taken which revealed the pt had a (B)(6). The pt received a penrose drain at the infection site and was placed on antibiotics. Follow up provided that the infection had resolved.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.